Event description:
In july 2005 a healthcare professional at a medical center reported that on the previous day an operator of an acs:180 analyzer scraped their hand with the instruments sample probe. The operator washed the site of the injury, applied a disinfectant and bandaged it. The operator received the scratch while trying to replace the sample probe on the instrument due to a clog in the probe, all indications are that the operator followed instructions and was using proper protective equipment at the time of the incident.